Event description:
The date of the event is estimated: (B)(6) reported a superficial wound dehiscence at approximately one (1) month or more operative a knee procedure where quill srs #2 pdo was used for capsular closure, size 0 pdo for subcuticular closure and staples for closure of the skin. The surgeon stated that when the pt was opened up there was a complete dehiscence of the medial arthrotomy. He also added that the quill srs suture was broken into short strands, barbs were flimsy and suture appeared to be at less than 20% of the original strength.

Manufacturer narrative:
The date of the event is estimated. Therefore, the expiration dates and mfg dates are unk. There were no samples available for eval. Method: none of the devices were returned for eval. The lot number was reported as unk. Furthermore, the review of the device history record could not be performed, without the lot code info. Results/conclusion: none of the devices were returned for eval. No product eval could be performed. (B)(4).